Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3. Per the initial report, the home patient (hp) had a system error (se )2240 (air in the set) alarm. The technical service representative (tsr) explained the alarm. The caregiver (cg) closed all the clamps and then cycled the power to clear both the se 2240 and se 2367. The cg was advised to discard all the supplies and to finish with manuals. There was patient involvement but no injury or medical intervention was reported. Global product surveillance (ps) contacted home patient's (hp) husband, who is the cg, on (B)(6) 2012 regarding the reported problem. The cg stated that the hp had finished therapy with manuals. The cg did not notice any defects with the original cassette and had discarded the original cassette. The cg had a companion cassette and would hold it for pick up. Global product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp was not having any medical issues related to the alarm. The pdrn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore, a batch review will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). Baxter received companion sample in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The batch review was performed on potentially associated lot (h11e23016) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.